Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 280 mg/dl and a correction bolus was delivered to address the bg level. The customer did not know what caused the high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.